Event description:
A us distributor contacted zoll to report that a patient developed a open blister under the lifevest equipment. Patient described the area as open weeping blister.there was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to remove lifevest for the skin irritation. Outcome of the irritation is unknown.